Manufacturer narrative:
An investigation of the reported condition was performed. A review of the entire device history record did not identify any manufacturing or inspection anomalies. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no changes to the process or material related to the reported condition for this product in the twelve months prior to the production date. A review of process monitoring data was conducted and contained no issues related to the reported condition. A review of the machine setup was conducted and there were no issues. The equipment was reviewed for malfunctions or issues that could have contributed to the reported condition, but no such issues were observed during the review. There were no samples returned with this complaint. The reported condition could not be confirmed based without an actual sample to evaluate. The exact root cause could not be determined based on available information. A root cause investigation was conducted and reviewed multiple potential contributing factors. The reported condition could not be confirmed because no samples were returned with this complaint. The complaint file contains insufficient information to determine a most probable root cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 12/22/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported cracked syringes with the third one happening while being used on a patient. Syringe contents spilled out through the crack in the syringe.